Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, cylinder tubing leakage.

Manufacturer narrative:
Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan pump and two cylinders were received for evaluation. A separation within abrasion was noted on the exhaust tubing going to cylinder 1. A small separation with melted appearance was noted in the bladder of cylinder 1 near the base. Surface abrasion was noted on all tubes of the pump. No functional abnormalities were noted with cylinder 2. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. Based on examination of the returned product, quality concluded that the tubes of the pump were positioned in such a way that abrasion occurred while in-vivo. Quality further concluded that this positioning, in combination with device usage over time, could contribute to sufficient stress(s) to cause a separation in the pump exhaust tubing going to cylinder 1 at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the bladder of cylinder 1 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.